Manufacturer narrative:
The device was returned for evaluation. Visual inspection showed leakage at the proximal shoulder. Bent struts were seen at the inflow part of the valve. All struts were exposed through the skirt. Functional testing found leakage when fully inflating the balloon. The complaint event was confirmed through visual inspection. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The applicable trend categories were reviewed and determined to not be over the control limits set. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the commander delivery system and no deficiencies were identified. During the manufacturing process, the commander delivery system is visually inspected and tested several times. During manufacturing, the commander was 100% inspected. During the final inspection, the commander underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Review of IFU/training manuals revealed no deficiencies. The complaint for delivery system leakage and delivery system withdrawal difficulty valve through sheath was confirmed. The altered profile of the valve may have contributed to the difficulty retrieving the valve through the sheath, as the thv may be susceptible to catching on other surfaces which could have led to withdrawal difficulty. To overcome the resistance caused, the additional maneuvers of the delivery system and the interaction of delivery system/balloon with valve could have caused the pinhole observed. Available information suggests procedural factors(withdrawal of bent valve strut/ excessive manipulation) could have contributed the reported events. No manufacturing nonconformances were identified. No labeling IFU training inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is underway. This is one of two manufacturer reports being submitted for this case. Please reference 2015691202101718.

Event description:
As reported by a field clinical specialist, during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach some resistance was encountered passing the delivery system and valve through the sheath, but was not considered significant by the physician. Upon inspecting the valve in the descending aorta the valve struts were observed to be bent. The physician was unable to bring the valve back into the sheath. Surgical cutdown was performed and all devices were removed. Damage to the right common femoral artery from the bent valve struts was noticed upon cutdown. Another 26 mm sapien 3 ultra, delivery system, and sheath were prepped and successfully deployed without issue. The patients femoral artery was surgically closed and patched. Post angiogram of the leg looked satisfactory. Patient transfused with cell saver blood. Per medical opinion, it was speculated the loader may not have been fully engaged and the strut was bent going through that part of the sheath. Per engineering observations the delivery system balloon was observed to be leaking over the proximal shoulder of the inflation balloon.